Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1499 showed no other similar product complaint(s) from this lot number. Mw5078539. Device has not yet been returned for evaluation.

Event description:
It was reported that "following advancement of [device] into the brachial vein, resistance was met and it was noted (visually) the catheter had doubled back on itself. During attempt to pull back, further resistance was met and a "click" felt. Procedure was aborted. X-ray identified a 13mm retained wire fragment. Interventional radiologist took the patient to the cath-lab and successfully snared and removed the wire fragment from the right brachial vein."